Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) felt a pop and the device was not working as expected. A surgical procedure was performed, during which the outer layers of both cylinders were found to be torn. Therefore, the ipp was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.